Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had a sharp pain that lasted 3 ¿ 4 seconds in their arm. When the patient took off their watch, the pain went away. The patient also reported that they have persistent pain in the groin area. The patient noted that this pain subsists whether the stimulation is on or off. It was reported that the patient had a fall last year. The patient also mentioned that they have arthritis. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the pain had not affected device or system. The patient intended to consult the doctor further regarding the pain. No further complications are anticipated.